Event description:
It was reported during testing at user facility that the handpiece is switching from drill to ream by itself. This event occurred prior to procedure, therefore there is no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed through the evaluation service process.

Event description:
It was reported during testing at user facility that the handpiece is switching from drill to ream by itself. This event occurred prior to procedure, therefore there is no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is being evaluated by a stryker foreign subsidiary; a follow up may be submitted when the quality investigation is complete.